Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in india, during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 23 mm sapien 3 ultra resilia valve, resistance was encountered during advancement of the commander delivery system with valve through the 14fr esheath+. It was decided to remove the delivery system since it was not going through the sheath. During withdrawal, the delivery system with valve were removed through the esheath+, but the valve had dislodged and remained inside the partially expandable area of the esheath+. The esheath+ was subsequently removed from the patient. After removal, the esheath+ was cut opened at the back table and the location of the valve inside of the esheath+ was confirmed. Once the valve was out of the esheath+, it was noted that the valve skirt appeared to be perforated. Per report, the delivery system had kinked or was damaged during use. An attempt was made at the back table to inflate the valve using the delivery system, and a balloon leak was observed. A second valve, delivery system and esheath+ were prepared. For the second attempt, propofol was applied on the esheath+. Resistance was encountered during advancement of the delivery system with valve through the esheath+. However, after additional push force was applied, the delivery system with valve was able to be advanced through the esheath+ and the valve was successfully implanted. There was no patient injury, and the patient was in stable condition. The perceived root cause of the event was reported to be vessel spasm. Imagery was received for evaluation. The intraprocedural cine imagery showed the valve was stuck at the strain relief section of the esheath+ and no abnormalities were observed on the valve. Photos of the devices showed a commander delivery system without the crimped valve and no abnormalities were observed on the delivery system. There were also no abnormalities observed on the expanded valve.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery received for evaluation. Per imaging evaluation, the intraprocedural cine imagery showed the valve was close to the hub inside the esheath+ and stuck at the strain relief section. No abnormalities were observed on the valve, but the valve was dislodged from the commander delivery system. Photos of the devices showed a commander delivery system without the crimped valve. No abnormalities were observed on the delivery system. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the sapien 3 ultra resilia (s3ur) valve have not been linked to device malfunctions or manufacturing nonconformance's. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformance's, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaints for the balloon leak and delivery system kinked/damage have been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, the available information suggests that procedural factors (steep insertion angle and device manipulation) likely contributed to the event as the provided information indicated that the sheath was inserted at a steep angle. Improper sheath insertion technique can contribute to increased resistance during delivery system advancement by promoting device instability, steep insertion angles and/or non-coaxial alignment between devices. Such techniques may include incomplete sheath insertion, lack of secure fixation, or positioning of the fully expandable portion outside the vasculature. These conditions can exacerbate the push force and promote unfavored interactions between devices (e.g. Crimped valve catching on inner sheath lumen), leading to frame damage (i.e. Bent struts) and/or damage to sheath or delivery system (e.g. Kinking or compromised integrity of associated components). Additionally, applying high push force or torsional stress on the commander delivery system can deform system components, leading to kinks in the guidewire lumen, flex catheter, or balloon catheter during advancement through the sheath, thereby increasing resistance. High push force/torsional stress applied to overcome resistance during system advancement may cause the valve apices to physically interact with the balloon material, potentially damaging it (e.g. Pin holes, micro-tears) and resulting in balloon leakage. Push-pull maneuvers performed to overcome resistance during system advancement can lead to sudden shifts in axial and tensile forces along the delivery system, potentially destabilizing the valve position on the balloon and increasing the risk of valve dislodgement from its intended location. Failures associated with system components may arise from device manipulation alone or in combination with challenging anatomy and/or additional procedural complexities (e.g. Steep insertion angle, non-coaxial alignment). Regarding the valve dislodging off the balloon, this complaint has been confirmed based on the evaluation of the provided imagery. The available information suggests that withdrawal of the crimped valve through the sheath likely contributed to the event as provided imagery shows the crimped valve close to the hub and dislodged from the commander delivery system. If the delivery system cannot be advanced through the sheath due to resistance, the operator may elect to exchange original devices by removing them. However, improper withdrawal techniques, specifically attempting to retract the delivery system and crimped valve through the sheath rather than as a single unit, can cause the valve to interact with and become caught within the sheath hub/hemostatic seals. This interaction may result in valve dislodgement or movement on balloon and/or frame damage (i.e. Bent struts), especially when additional force is applied during retrieval. Alternatively, resistance-induced frame damage can cause bent transcatheter heart valve (thv) struts to interact with the patient's vasculature during retrieval attempts back into the sheath, resulting in valve movement along the balloon catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.